Event description:
It was reported that unspecified bd infusion set had air in the line the following information was received by the initial reporter with the verbatim please create a disposable pr for air in line. ¿crna had gravity primed propofol tubing. Received a copy of the customer's maude database report from FDA which states, ¿crna had gravity primed propofol tubing. There was air in the line so the alaris pump sounded. She removed tubing from pump and opened clamp to discard air but tubing was already hooked up to the patient's IV and was free flowing for a period of time before another rn noticed. Half of the propofol was gone before the crna clamped it off. Patient desaturated to 65% and could not maintain their airway. An lma was placed and the procedure was a cardioversion which does not typically require airway loss. Ismp, (B)(6) submission ID:(B)(6)."

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.